Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra (B)(6) 2010 update to the FDA warning letter dated (B)(4) 2009.

Event description:
Pump adjustment dial was found to be broken off the device and the internal stem is bent.